Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an unknown date and mesh was implanted. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mersilene mesh was implanted. It was reported that following insertion the patient experienced vaginal mesh erosion and vaginal bleeding. It was reported that patient underwent excision of exposed vaginal mesh on (B)(6) 2010 by dr. (B)(6) at (B)(6).